Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. During a visual inspection of the device; it was observed that the front panel mouth was damaged. The locking mechanism was not protecting the pins due to a bad scope socket. A few scratches were observed on the top cover. The power issues reported were not able to be duplicated. No additional issues were reported. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported a cracked port where the scope plugs in as well as power issues on a xenon light source. The issue was found during receipt inspection of the device. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include: it is presumed that the damage to the front panel occurred because the user bumped the front panel into a hard object and strong impact was applied. As the device is more than 7 years old, it is presumed that the lock mechanism of the output connector wore out and failed due to long-term repeated use. Lamp lighting time exceeded the limit by more than 100 hours and the brightness is out of specifications due to degradation of the lamp due to long-term use and use of a lamp not specified by olympus. It is presumed that the event occurred because the user installed a nonapproved lamp without noticing description of the instruction manual, or ignoring it. The instructions for use (IFU) states: ¿do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur". "Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire".